Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient was revised due to mechanical complication of implant. Lag screw became too long for the repaired hip.

Manufacturer narrative:
Evaluation summary: the lag screw was not returned to stryker (B)(6); according to information received it was retained by the hospital. Thus, a physical examination was not possible. Likewise, the reported event could not be confirmed. The investigation report is based on available information, only. Failures in material or manufacturing of the reported lag screw were not found. Referring to the event description it cannot be excluded that in this case the lag screw had been chosen too long and / or that the set screw had not been inserted following the operative technique. However, in absence of the subject product and based on the information given the root cause of the reported event could not be determined. No non-conformity was identified.

Event description:
It was reported that the patient was revised due to mechanical complication of implant. Lag screw became too long for the repaired hip.